Event description:
It was reported that an ilet displayed a persistent gray, unresponsive screen immediately after placement, unresponsive to a 15-second wake and display button press, consistent with a device display malfunction and user interface failure of the screen/display assembly. Symptoms included hyperglycemia with a reported peak of 280 mg/dl over a duration of a few hours, without ketosis, medical intervention, or assistance required. Outcomes included use of backup subcutaneous insulin therapy until replacement. Investigation included customer interview, troubleshooting by attempting a forced reboot, and retrieval of return logistics for device evaluation and inspection of the returned device. Investigation of this device revealed screen unresponsiveness consistent with a hardware display failure; no alerts were generated due to the unresponsive interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display subsystem.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.